Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2016 with the following findings:the pump powered on to a blank display; the complaint of a keypad button response issue could not be adequately investigated due to the blank display. The keypad cover was intact with no evidence of physical damage. The keypad cover was removed and there were no defects found to the button contacts. The pump casing was removed and moisture was found on multiple internal components, including the keypad flex connector. Unrelated to the original complaint, investigation revealed a cracked battery compartment and a crack in the pump casing near the upper right corner of the display. Leak testing revealed a leak at the crack in the pump casing.